Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak that occurred toward the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak that occurred toward the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned for physical evaluation and subjected to a bubble point leak test. No leaks were detected, possibly due to coagulated blood. The dialyzer was subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was discovered that was flush with the polyurethane at approximately 50°, with the dialysate ports situated at 0°, on cavity end. Opposing end was not identified. No other damage or irregularities noted. A production records review was performed on the lot. An investigation of the device history records (DHR) was conducted. There was one approved temporary deviation notice (dn) reported on the lot, unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during manufacturing process which could be associated with the event. The lot met all release criteria. Upon completion of investigation, leak was confirmed due to potted fiber fragment. The probable causes for this are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into dialyzer housing. There are no other similar complaints reported against this lot number. A review of the production records found no excursion related to fiber leaks and no associated non-conformances. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.